Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges receiving a burn on her inner left arm from using a heating pad. There was not a report of property damage with this incident.